Event description:
Additional information was received/cec adjudication minutes were reviewed. The committee noted: mi (protocol definition) - disagree; arc [periprocedural pci] - related to device/related to procedure - agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The previously captured adverse event (ae) code of elevated cardiac enzymes was deleted and the ae code of myocardial infarction (mi) was added. The report noted that the patient is presented with a (B)(6) study, stable ccs class ii angina and a 90% stenosis in the distal cx. The patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent/cypher 3.0 x 13 mm. In the distal cx. The angiographic core lab reported a 26% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The ECG core lab reported no new st-t wave abnormalities and no new q waves. The site reported no post-procedure complications. The patient was the day after the procedure on dual antiplatelet therapy.

Manufacturer narrative:
The patient had elevated enzymes post procedure. The patient was enrolled in the (B)(6) study due to stable angina pectoris and a positive function test for ischemia. The patient had a 90%, mildly calcified, de novo, type c lesion in the distal circumflex. The lesion was 12mm in length and the vessel was 3.0mm in diameter. The lesion was pre-dilated and a 3.0 x 13mm cypher stent was implanted at 18atm. The stent was post-dilated per standard procedure. The patient's ck-mb and troponin I levels were noted to be elevated 6-12 hours post procedure (ck-mb 4.6 and troponin I 1.82). It was noted that approximately a year and three months post index procedure the patient had a new lesion in the proximal left anterior descending artery and had two stents implanted. The stent that was initially implanted in the circumflex was noted to be widely patent. This event was deemed to be unrelated to the stent implanted during the index procedure. The device remains implanted in the patient and is not available for inspection. Cc post adjudication: the complaint received states that this (B)(6) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history including dyslipidemia, hypertension and smoking. The indication for the index procedure was angina and a positive functional study. Angiography revealed a 90% stenosis in the distal lcx. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation and single stent implantation were successfully completed. The core lab reported a 26% residual stenosis, no dissection and timi 3 flow. Pre-procedure no cardiac enzymes were drawn. Post-procedure the ck was 42, the ckmb was 4.6 and the troponin was 1.82. The following day the ck was 25, the ckmb was 1.5 and the troponin was 0.72. The ECG core lab reported no new st-t abnormalities and no new q waves. . The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The site reported no complications. The patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094025 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. Please note that this is the initial/final report for the device.